Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The monitor ribbon cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fe reported that both of the user interfaces were not working. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.